Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0056 showed seventeen other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the hospital due to malignant tumor of the left lung and secondary malignant tumor of the bone. Conformal emphasis radiotherapy was performed, and mannitol infusion was given intravenously for dehydration. The patient's peripheral vein condition was poor. PICC catheter, during the puncture process, the puncture needle is not sharp, push the puncture needle into the skin with force behind, and then puncture the blood vessel, the delivery of the catheter is smooth, the catheter is indwelled 40cm, the catheter is trimmed, and the catheter cannot be pierced through the decompression sheath. After several unsuccessful attempts, the decompression sleeve in the PICC catheter bag was reopened, the catheter was successfully passed through the replaced decompression sleeve, and the extension tube was connected, and the catheter was successfully placed.